Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reported that they had a pre-existing skin condition that was being exacerbated by wearing the lifevest. There was no alleged device malfunction contributing to the irritation. Patient was prescribed triamcinolone cream by a physician. Follow up indicated that the irritation is doing much better now.